Event description:
The physician states that a 67 year old female presented for esophageal banding of a bleeding varix. The physician placed the overtube coaxially with the endoscope down the patient's esophagus. Some resistance was met during placement. The physician endoscopically noted a bloody field which was initially attributed to the bleeding varix. After banding the varix and during removal of the overtube, an esophageal tear was noted at the cricopharyngeal junction. The patient was transferred to another facility for surgical repair of the esophagus. The patient was discharged 11/25/92 in good condition to her extended care facilityinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.